Event description:
Boston scientific (formally guidant corporation) received information in (B)(4) 2006, that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting electrogram noise on the right ventricular and shock channels which resulted in inhibition of pacing. The pocket site was reopened, and it was discovered that the leads were reversed in the header. This was revised and defibrillation testing after revision showed that the noise had resolved. It was also reported that this patient reported feeling a shock; however, no shock was recorded. A guidant technical services (ts) consultant at the time discussed the possibility of diaphragmatic stimulation. Additional information was received that diaphragmatic stimulation was not confirmed at the revision procedure. No adverse patient symptoms were reported. Subsequently, boston scientific received information in (B)(6) 2012, that this patient died in (B)(6) 2012, due to ischemic cardiomyopathy. There were no reports that the device caused or contributed to the patient's death. The device was received at boston scientific's return products department.

Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting noise on the right ventricular and shock channels which resulted in inhibition of pacing. The pocket site was reopened, and it was discovered that the leads were reversed in the header. This was revised and defibrillation testing after revision showed the noise resolved. It was also reported that this patient reported feeling a shock; however, no shock was recorded. A guidant technical services (ts) consultant discussed the possibility of diaphragmatic stimulation. Additiona linformation was received that diaphragmatic stimulation was not confirmed at the revision procedure. No adverse patient symptoms were reported.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. The device was put through and passed therapy availability testing. Pacing, sensing, and shocking functions were manually performed and no issues were identified. The recorded shock and pacing values were within normal ranges. It was concluded that this device performed normally throughout laboratory testing.